Event description:
A patient underwent hydrus microstent implantation in the left eye concurrent with "dropless" cataract surgery (with intraoperative phenylephrine/ketorolac and triamcinolone/moxifloxacin) on (B)(6) 2021. No complications or adverse events were reported. At 5 days post-op, the patient complained of cloudy vision and had 4+ cells, trace flare, and a microhyphema inferiorly which the surgeon attributed to the use of systemic blood thinners. Treatment with durezol four times daily was initiated. At 1-week post-op, 3+ cell with trace flare. By 2-week follow-up, the anterior chamber findings resolved with no cells/flare/hyphema. The durezol was tapered off and by 1 month follow-up, the patient had no post-operative iritis, unmedicated iops remained low, and the surgeon reported the patient was healing well with expected full recovery.

Manufacturer narrative:
The device remains implanted in the patient and is therefore not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings. It is unclear if the anterior segment inflammation is related to the hydrus microstent or lack of post-operative anti-inflammatory topical medications from the "dropless" cataract surgery procedure. Hyphema and anterior segment inflammation are listed in the instructions for use as potential adverse events. (B)(4).